Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The biliary catheter was returned. No defects were noted and it looks in good condition. The suture string was received cut and residues were noted along the catheter.

Event description:
It was reported that the wire was broken. A 8.3 flexima catheter was selected for use. During preparation, it was directly noted that upon opening of the device, the tip of the catheter wire was partially separated. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the wire was broken. A 8.3 flexima catheter was selected for use. During preparation, it was directly noted that upon opening of the device, the tip of the catheter wire was partially separated. The procedure was completed with another of the same device. No patient complications were reported.